Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that a full bladder dump with no control whatsoever. They also reported that we they lift anything, their back really inflames. (That started after the implant was installed) the patient is still wearing adult diapers and inconvenience pads every day.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have this stimulater implanted. They  have maybe 60% of making it to the bathroom. They also lose all ability to hold urine if I pick up heavy objects or anything that causes my back to get inflamed. They  are going back to their urologist in august, and hopefully they will do surgery on their urethra so that they will be able to hold their urine. The are still in both adult diapers lined with an incontinence pad. They cannot really go anywhere.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.